Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer had failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket c0 in drawer 3-1 on main had a failed pocket. A field service engineer cleaned and reseated the row board headers and then tested drawer. Pockets were successfully inserted into c1 and c2, but the on-existent c0 continues to show as failed. There was a database issue that needed to be resolved by the customer support center database specialists referred it back to them. The system functioned as intended after the field service engineer repaired the device.